Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned to the post market surveillance team for examination. However, one image showing implant labels of the reported product and concomitant products was received. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. It was reported that the patient experienced pain and instability, leading to the explantation of the acetabular component. However, the extent to which the femoral head may have potentially contributed to the reported issue remains unclear. Consequently, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp- (B)(4). D10: item # 00875706201, 62mm o.d. Size nn porous uncemented with cluster holes shell use with nn liners, lot # 62990432. Item # 00875201536, 36mm i.d. Size nn elevated rim liner use with 62mm o.d. Size nn shell, lot # 64030543. Item # 2846, alloclasic stem uncemented, lot # 2801620. G2: report source australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 5 years post implantation due to pain and instability. The acetabular component was explanted. The surgical technique of the product was utilized. Attempts have been made and additional information on the reported event is unavailable at this time.